Event description:
It was reported that a deep brain stimulation (dbs) patient passed away. The patient was placed on blood thinners prior to the dbs implant procedure and experienced a peri-lead edema post-operatively that was being treated with steroids (see MFR report # 3006630150-2023-05892). The physicians assessment could not confirm cause of death, however, confirmed it may have been related to the implant procedure. Additional information could not be provided from the physicians office despite good faith efforts.